Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and based on the information provided, the reported migration (partial clip movement) appears to be due to patient anatomy (large prolapse). Mitral valve insufficiency/regurgitation (mr) resulting in dyspnea appears to be related to migration. Mitral regurgitation and dyspnea are known possible complications associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This report is being filed due to recurrent mitral regurgitation and partial clip detachment. (B)(4) - expand g4 phase 1 and phase 2 study. Patient ID: (B)(6). It was reported that on (B)(6) 2022, the patient presented with mitral regurgitation (mr) grade 4+, with a large prolapse. Two mitraclips were implanted without a device deficiency, reducing the mr to grade 1+, and trace. On (B)(6) 2022, mild to moderate mr, mr grade 2+ was noted. On (B)(6) 2023, the mr had increased to grade 2+, grade 3+, and severe. On (B)(6) 2023, partial detachment defined as a loss of leaflet insertion of the xtw mitraclip device was observed. Worsening shortness of breath was also noted. There was no additional treatment. No additional information was provided regarding this issue.